Event description:
One patient sample with discrepant psa results. Initial result 22.44 ng/ml. Same sample repeated twice gave results of 1.50 ng/ml each time. The initial result was not reported. The field service representative determined there were bubbles in the reagent due to a problem with the alignment of the mixer. The instrument was repaired.